Event description:
The consumer states the right side rail is very loose and won't stay in the up position when she holds on to it.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.